Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance and speech discrimination with the device is affected. No trauma is reported. Reimplantation is suggested.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient shows some reaction to sound and currently the clinic does not suggest re-implantation. Instead the clinic will follow up with the user and will continue language therapy.

Event description:
Recipient's hearing perormance and speech discrimination with the device was affected. No trauma was reported. Although reimplantation was recommended, the clinic intended to monitor the recipient and continued language therapy.